Event description:
Acct. Reports that the tubing does not leak during prime. But after 2-3 days, the note leaking at the solvent bond of the tubing and the luer lock hub. No pt. Injury reported, but they have had to change the pt's midline catheters. No used samples available.